Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark and wouldn't turn on. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.